Manufacturer narrative:
The initial MDR 2247117-2017-00110 was filed on 06-oct-2017. The first supplemental MDR 2247117-2017-00110_s1 was filed on 12-oct-2017. Additional information (13-sep-2017): on 13-sep, 2017, a siemens customer service engineer (cse) replaced the packlid motor.

Manufacturer narrative:
The customer contacted a siemens customer care center and stated that their adjustments and quality controls were as expected. However, sometimes the adjustment was not validating and quality controls and patient samples were imprecise. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse performed monthly and weekly maintenance and ran water test. During the follow-up visit, the cse checked the alignments of slaves, dilution well, probes, photo-multiplier tube (pmt) shuttle, and tube lifter. The cse then checked the vacuum pump, centrifuge, pmt source, ceramic valves, and dual resolution dilutors and verified the functioning of water pumps and substrate. The substrate line was decontaminated, however, the issue with bmg persisted. A siemens headquarters support center (hsc) specialist reviewed the log files and service report. The log files showed a number of issues related to the dilution well inconsistency, reagent well inconsistency, and bead chamber humidity, all of which can affect the patient results. Siemens recommended the customer to use a new bmg bead pack for troubleshooting the results and to verify proper humidity and temperature to run the system, as advised by the immulite 2000 operator's manual which states "the relative humidity should be less than 80% for a temperature up to 32°celsius". The hsc specialist also suggested ensuring that the bead chambers are functioning properly. The cse was re-dispatched to the customer site and replaced the ceramic valve and sample manifold, which resolved the issue. The cause of the discordant, falsely low bmg results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low beta-2 microglobulin (bmg) results were obtained on patient samples on an immulite 2000 xpi instrument. The initial results were not reported to the physician(s). The samples were repeated on an alternate immulite 2000 xpi instrument, resulting higher. The results obtained on the alternate immulite 2000 xpi instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low bmg results.

Manufacturer narrative:
Additional information (09/12/2017): a siemens customer service engineer (cse) was dispatched to the customer site on (B)(6) 2017. The cse determined that the packlid motor was presenting problem and required replacement.